Manufacturer narrative:
Product complaint # (B)(4). Additional information d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Investigation findings, h 6. Type of investigation, h 6. Component code, h 6. Investigation conclusions. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the adapter broken in the area of the luer locks, only one luer lock was returned. The spray and drip tip was returned along with the device with two (2) extra airless spray tips. In addition, syringe holder with pre-filled syringe fill and, the secondary box and opened packaging were returned along with the instrument. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Additional information: (B)(4). Upon the reception of the notified incident, it was requested additional information such as the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The following additional information was received: ¿ the user uses veraseal 20 times a week. ¿ no leakage or product solution observed at the luer locks connection. ¿ the involved device will be returned for being evaluated. Up to date no pictures of the involved device neither the returned samples have been received. According to our standard procedures, it was initiated an investigation focused on the following: 1) investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to eth icon to carry out an investigation of the batch of tip involved, as eth icon is the supplier of veraseal dual applicator. The investigation was focused on reviewing the results of batch records for the batch of tip used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. 2) results of quality control performed at (B)(4). Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04h098081, was performed. The results were found correct and no deviations were detected. The involved device was returned to ethicon for evaluation. The investigation conducted by ethicon indicated the following: ¿ visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the adapter broken in the area of the luer locks, only one luer lock was returned. The spray and drip tip was returned along with the device with two extra airless spray tips. In addition, syringe holder with pre-filled syringe fill and, the secondary box and opened packaging were returned along with the instrument. ¿ due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to the results provided by ethicon, the event reported is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Based on the investigation performed, it can be concluded that this notification does not seem to be related to the quality of the product neither to the related components. We would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Corrected information: d 4. Primary UDI number, d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6. Component code: g07002 ¿ type of investigation not yet determined the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002: device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? No, they use 20 times a week. 2. Was a sales representative present during the case when the issue was experienced? No. 3. Was any leakage or product solution observed at the luer locks connection? No. 4. Were there any unexpected outcomes or complications as a result of the event? No. The following information was requested, but unavailable: 1. How many times have they applied the laparoscopic tip? 2. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The nurse started to use the 35cm tip to replace, but found that the gray knob could not be turned normally. After turning it with a little force, the y-shaped connecting tube of the original product was broken, making it impossible to replace the long joint, so a new one was opened for use. They changed to a new one after the event occurred. No adverse patient consequences were reported. Additional information was requestedwas surgery delayed due to the reported event? Unknown, action taken when event occurred? Change a new one, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status, outcome, consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none, by checking this box I certify that all information that are known available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.